Event description:
Ivc filter fragments broke in removal. Identified on xray; 2 linear metallic densities present, 1 in each lung, likely filter fragments in the pulmonary arteries. No pneumothorax. Nonenlarged cardiac silhouette. FDA safety report ID# (B)(4).